Event description:
Reportable based on analysis completed on (B)(6)-2012.it was reported that during a stenting treatment procedure, the stent would not cross the lesion.the target lesion was located in the severely calcified left anterior descending (lad) artery. The physician was unable to cross the target lesion using a 2.25x20mm taxus liberte stent. The procedure was completed with a non-bsc device. No patient complications were reported and the patient's condition is stable.however, product analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the taxus liberte stent delivery system (sds) and stent were received with no original packaging or other devices. The balloon was tightly folded and the stent was centered between the markerbands. There was contrast on the outer edges of the stent. There were bent and flared struts in the third and fourth distal rows of stent struts. There was no damage to the sds. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. Inspection of the remainder of the device revealed no other damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).